Event description:
An occlusion event was reported, resulting in the customer's continuous glucose monitor reading "high." Specific blood glucose values were not provided, indicating the value exceeded typical ranges. The customer addressed the high blood glucose by taking a corrective injection via manual daily injection (mdi). Assistance from third parties was not required, and the customer resolved the issue by clearing the alarm and resuming insulin delivery.